Event description:
On (B)(6) 2024, the customer contacted leica biosystems with the following information: "customer complains of formalin fume exposure, and has had medical attention." On (B)(6) 2024, the assigned leica biosystems field applications specialist (fas) visited the customer and documented that a user initially loaded patient tissue samples into retort b and started a tissue processing protocol. The user then abandoned the tissue processing protocol, drained the reagent from the retort, and moved the patient tissue samples to retort a. The user closed the lid to retort b, which contained residual formalin, and did not execute a cleaning protocol. The affected staff member opened retort b and was exposed to an abundance of formalin fumes that had accumulated in the retort. Approximately twenty (20) minutes after exposure, the affected staff member started to experience cloudiness in her right eye and sought medical attention. An ophthalmologist examined the affected staff member and diagnosed her with chemical conjunctivitis due to exposure to formalin fumes. The affected staff member missed approximately five (5) hours of work whilst receiving medical attention.